Manufacturer narrative:
Debris in the upper bearing was identified as the probable cause of the overheating described.

Event description:
The micro drill medium straight attachment was sent in for evaluation because it was overheating during preparation for a procedure. There was no procedure. No adverse event associated with the device.